Event description:
It was reported that pump experienced malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump before calling. Technical support decided to send a replacement pump, ensuring it had updated software. Customer planned to use multiple daily injections as backup insulin therapy.